Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. The service history record was reviewed. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is keypad. Replaced the keypad.

Event description:
It was found during investigation that the pump displayed the reported key struck error. There was no patient involvement, and no patient harm.